Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user of the ilet experienced hypoglycemia after unannounced carbohydrate intake overnight and midafternoon, followed by a delayed start of a ¿usual¿ dinner after announcing it while glucose was trending down, which led to a low sensor glucose and self-treatment with oral glucose and intranasal glucagon; the event was associated with meal announcement and meal type selection issues and was addressed with troubleshooting and user education. Symptoms included hypoglycemia with sensor glucose readings in the 40s mg/dl. Outcomes included self-treatment with oral glucose and recovery after glucagon, without emergency care or hospitalization. Investigation included review of device data logs and clinical history with user interview. Investigation of this case revealed user-related behaviors including unannounced snacks, high-carbohydrate intake, and deviation from usual timing between meal announcement and eating that were consistent with precipitating the event. It was concluded that device performance was not implicated and that hypoglycemia resulted from user-related use patterns, with education provided on meal announcement, timing, and treatment of lows. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.